Manufacturer narrative:
The t:slim g4 pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent occlusion alarms. There was no impact to the customer's blood glucose level. The supplies and/or site were changed to address the occlusion alarms. Reportedly, the customer uses apidra insulin in cartridge. Customer was reminded that the cartridge is labeled for use with novolog and humalog only. It was recommended that the customer change out their site and supplies every 2 days as well as change the infusion site for the most recent occlusion. Customer acknowledged.